Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges that he was not reclining when it broke. He was allegedly drinking water and we he leaned back, the backrest broke off and he fell off and was injured.